Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes took a long-time forming clot in serum. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but six (6) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor clot formation with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and no additive abnormalities were found as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of poor clot formation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes took a long-time forming clot in serum. No patient impact reported.